Event description:
During a repair of a medial tear of the red/white area of the meniscus the surgeon could not deploy t2 on two straight devices. The surgeon used 2 straight and 1 curved fast-fix systems. T2 on the straight fast-fix would not deploy and neither t on the curved fast-fix would deploy. The suture was cut free and removed from t1. T1 from each straight device remain in the pt unsupported. Surgeon used a competitor's device to complete the surgery. A delay of five minutes resulted. No pt injury or complications resulted.